Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in airway from device. Patient alleged having allergy, pulmonary embolism, shortness of breath, sleeping problem, hospitalized and put on blood thinner. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged particles in airway from device. Patient alleged having allergy, pulmonary embolism, shortness of breath, sleeping problem, hospitalized and put on blood thinner. After receiving further information from the patient it is determined that the initial report should have been filed as product problem only. Patient has a medical history of dry mouth, knee replacement surgery, allergy, pulmonary embolism, shortness of breath, sleeping problem and hospitalization.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging particles in airway that are related to CPAP device's sound abatement foam. Patient alleged having allergy, pulmonary embolism, shortness of breath, sleeping problem, hospitalized and put on blood thinner. There was no report of serious patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed a brownish unknown contaminate was observed outside of the top and bottom enclosures, keypad. A dark unknown dust like contaminate was observed outside of the top and bottom enclosures, keypad, rear panel, ui panel. A dark unknown dust like contaminate was observed on the inside of the top and bottom enclosures, inside the ui panel, and on the blower. A black hairlike/fiber was observed on the top enclosure near the sd card slot, inside the ui panel. A brown paper like substance was observed inside the blower box. A white powder substance was observed on the air inlet of the blower box, the blower, and the p4 power connector. Liquid ingress was observed on the blower and blower box. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found no errors. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device.